Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys device array interface was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis found no damage or visual defects with the device. The overall appearance of the device shows signs of multiple uses in a clinical setting. Functional testing with production equivalent array set and saw console associated with the satellite station performed. The rasi assembled and disassembled with minimal force needed. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the functional test found attempts to re-create the complaint scenario of "unexpected looseness of the rasi," revealed that while there was some mechanical play between the robot and rasi, it is worth noting that the rasi is designed to not be completely rigid when clamped. The tolerances of the rasi clamp design allows for some movement between the device without impeding the function of the robot. The overall complaint was not confirmed. The device functioned as the design intended; therefore, no defect was found. Based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 3 of (B)(4). It was reported that during an total knee arthroplasty (tka) surgical procedure it was observed that while using the velys device array interface device, velys device array interface device, velys saw interface left device, velys satellite station device, velys saw handpiece device and the velys saw interface right, they had to bail to manual due to the distal resection trying cut way more than planned and unable to cut the anterior chamfer. The cuts were off distally 1mm and anteriorly 1.5 mm and was verified with the pointer. The device array interface was fitting very loose on the robot and the sasi was very loose. There was some unknown delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.